Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered severe abdominal, pelvic, and leg pain, urinary urgency, frequency, dysuria, dyspareunia, and worsening stress urinary incontinence. As well as severe back and pelvic pain, vaginal pressure, dysuria, urinary urgency, urinary tract infections, and hematuria.